Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The carrier board connections were cleaned and reset. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The carrier board connections were cleaned and reset.

Event description:
The hospital reported the unit was not switching on preventing mechanical ventilation. There was no report of patient involvement.